Manufacturer narrative:
The sample device was unavailable for evaluation. However, an image was provided and examined which found there was a segment of the introducer near the distal end that was partially collapsed as if it were melted. Therefore, this complaint is confirmed. Without the actual device, a root cause cannot be determined with confidence. However, based on the provided image, it is likely that the use of the laser resulted in the damage to the introducer in which the heat caused the introducer to melt and collapse. Since the alleged complaint was most likely due to an event within the user environment, no corrective action will be taken at this time.

Event description:
In both cases when the laser fiber was removed, it was noted that approximately 9mm segment of the distal portion of the sheath was absent. We have also reported these two cases to FDA medwatch.